Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: yellow particles on the shell and overweight. A microscopic analysis was performed which identified: one striated opening on the radius. Based on the device analysis the final assessment is: one striated opening on the radius assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Patient reported right side "recall." Healthcare professional additionally reported right side rupture. Device has been explanted.